Manufacturer narrative:
The lot history of the implanted unit is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The distributor reported a 45 minute surgical delay, the product in this file may have contributed to the delay. File one of six.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. The actual device involved in the complaint was returned, however, due to the condition of the item it was unable to be used for testing. Product was pulled from inventory for testing, when using the correct surgical technique the reported complaint could not be recreated. The complaint was able to be recreated using the incorrect surgical technique, therefore, the most likely probable root cause is improper surgical technique. . One of four supplemental reports for the same event.